Event description:
It was reported that balloon rupture occurred. The patient was being treated for stenosis of the fistula and underwent upper limb angioplasty. Following the use of an unspecified peripheral cutting balloon, a 7.0mm x 200mm, 90cm ranger paclitaxel-coated pta balloon catheter was advanced for dilatation. The balloon was slowly inflated to 2, 4, ,6, 8, and 10 atmospheres (atm). However, during inflation at 10 atm, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications as a result of this event.